Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal and a damaged display. The reported problem was verified. The dso and lcd display were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the screen was broken after nurse dropped the device. The event occurred during cassette change, there was no patient involvement. The device analysis found the downstream occlusion seal to be damaged.